Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. There are no units in stock in b. Braun surgical warehouse. We have received 1 closed and 1 open pouch. The open sample received showed an ampoule with leakage at the tip of it. The closed sample received has also been checked and it was correct, no leakage was found in the ampoule. Review of the batch manufacturing record showed that this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the open sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. PMA/510k: k111959. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there an issue found with the histoacryl upon opening it. When the nurse opened the tissue adhesive package, it was noted that the glue had solidified. It was felt that there had been ampoule leakage.